Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Results: (operational problem): visual inspection of the returned product found the lens torn in to two pieces. There were traces of clear residue on the optic surface. The lens was returned dry. (B)(4).

Event description:
The reporter indicated the patient had a cataract removed, corneal transplant, and an aq2015a silicone three piece lens -17.0 diopter was implanted in to the patient's eye, the lens was noted to have a crease in the middle of the lens. The lens was removed with out any patient injury.

Manufacturer narrative:
Method: device history record review. Result: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion: based on the complaint history, work order search, medical review, device history record review and product evaluation, a specific root cause of the event could not be determined. Claim # (B)(4).